Event description:
Doctor reported that pt experienced swelling after a sinus lift procedure. The pt was treated with antibiotics and it is reasonable to assume that the graft could fail and another surgical procedure would be necessary to achieve the desired results.